Event description:
A staff person removed a strip from a vial and noted the confirmation dot to have a dark blue center with diagonal striations surrounded by a lighter blue color. One other strip remaining in vial. The confirmation dot on that strip is unchanged. Quality control (qc) previously performed and passed.